Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011. It was reported in the urologist consult operative report that an injury to the patient's bladder occurred during the hysterectomy procedure. The planned surgical procedure was converted to open laparotomy and a urologist was consulted to evaluate the patient's bladder. The patient's operative report for the da vinci hysterectomy was not provided; however, the urologist's consultation report was provided. The surgeon stated in his consultation report that the assessment of the patient's bladder found a 1cm defect located posterior inferior portion of the bladder. No other damage to the patient's bladder was noted. The reported laceration was repaired with suture. It was noted that there was clear efflux from both ureteral orifices. A foley catheter was placed. On (B)(6) 2011 the catheter was removed and no complications were noted at that time. No other information was provided.

Manufacturer narrative:
Based in the information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The patient's medical records do not contain any allegation of a malfunction of a da vinci system, instruments or accessories. Attempts have been made to gather additional information from the risk management group at the site, however, as of the date of this report no response has been received. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a bladder injury during a da vinci si hysterectomy procedure.